Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported during pre-filling of the catheter, an unidentified object was expelled from the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign object in the PICC kit tray is confirmed; however, the exact cause is unknown. One photograph of a powerpicc kit tray was returned for evaluation. An initial visual observation of the photograph showed a small, irregularly shaped object suspended in a clear liquid in the kit tray near the catheter tubing distal end. No details to account for the object's origin could be discerned from the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause of the foreign object. This complaint will be recorded for future trending and monitoring purposes.